Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, battery contacts are damaged, which was confirmed during evaluation. Evaluation found two positive battery contact pins depressed. The rear case was replaced.

Event description:
It was reported that a spectrum pump's battery contacts were damaged. It was also reported there was no patient involvement.